Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/failure to occlude (close) fallopian tube(s)/failure to occlude, right occlusion only') and device dislocation ('malposition of essure device location of device: under rib/migrated essure device/ migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Previously administered products included for an unreported indication: yaz. Concurrent conditions included overweight, pelvic adhesions, pap smear abnormal, anemia, asthma, blood dyscrasia, chronic kidney disease, airway complication of anaesthesia, coronary artery disease, diabetes mellitus, thyroid gland swelling, herpes simplex without mention of complication, endocrine disorder, hiv disease, hepatic disease, lupus syndrome, rhesus incompatibility, seizure, sickle cell anemia, trauma, varicosity and hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain, chronic"), polycystic ovaries ("hormonal changes describe: pcos worsened, describe: pcos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("dyspareunia (painful sexual intercourse), chronic") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (other (please specify) -laproscopic and other (please specify) -laproscopic, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, polycystic ovaries, vaginal haemorrhage, menorrhagia, urticaria, anxiety, depression, migraine, nausea, allergy to metals, fatigue, weight increased, alopecia, dysmenorrhoea, abdominal pain, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date previously reported (B)(6) 2014, (B)(6) 2014. Patient had pregnancy after essure removal: diagnoses- pregnancy in (B)(6) 2014. The plaintiff received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes , perforation (fallopian tube) , migration of essure device.. Imaging procedure - on (B)(6) 2014: failure to occlude, right occlusion only. Ultrasound scan vagina - in (B)(6) 2014: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes , perforation (fallopian tube) , migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hair loss, weight gain, pcos, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : removal date updated. Events added- abdominal pain, back pain, dyspareunia. Lab details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/failure to occlude (close) fallopian tube(s)') and device dislocation ('malposition of essure device location of device: under rib/migrated essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Previously administered products included for an unreported indication: yaz. Concurrent conditions included overweight, pelvic adhesions, pap smear abnormal, anemia, asthma, blood dyscrasia, chronic kidney disease, airway complication of anaesthesia, coronary artery disease, diabetes mellitus, thyroid gland swelling, herpes simplex without mention of complication, endocrine disorder, hiv disease, hepatic disease, lupus syndrome, rhesus incompatibility, seizure, sickle cell anemia, trauma, varicosity and hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), polycystic ovaries ("hormonal changes describe: pcos worsened, describe: pcos"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (other (please specify) -laparoscopic and other (please specify) -laparoscopic, tubal ligation). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, polycystic ovaries, vaginal haemorrhage, menorrhagia, urticaria, anxiety, depression, migraine, nausea, allergy to metals, fatigue, weight increased, alopecia and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date previously reported (B)(6) 2014. Patient had pregnancy after essure removal: diagnoses- pregnancy in (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes , perforation (fallopian tube) , migration of essure device.. Ultrasound scan vagina - in (B)(6) 2014: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes , perforation (fallopian tube) , migration of essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hair loss, weight gain, pcos, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: case become incident. Event injury nos remove and new events: pelvic pain female, hormonal changes describe: pcos worsened, abnormal bleeding (vaginal, menorrhagia), hives, anxiety, depression, malposition of essure device location of device: under rib, migraines / headaches, nausea, nickel allergy, perforation (fallopian tube(s)), fatigue, weight gain, hair loss and dysmenorrhea(cramping) were added. Reporters and patient demographic conditions added. Indication updated. Medical history, lab data and concomitant drugs were added. Patient notes added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.